Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014. The generator was replaced due to battery depletion, but the reason for lead replacement was not indicated on the implant card. The explanting facility will not return explanted devices to the manufacturer for analysis; therefore, no analysis can be performed. Further follow-up revealed that the patient¿s lead was replaced due to high impedance that was first observed on 03/21/2014. The patient¿s device was not disabled and no x-rays were taken. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2008. Attempts for additional relevant information have been unsuccessful to date.